Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was not working was not confirmed. Therefore an assignable root cause was not determined. However, during evaluation it was observed that the device a temperature reading of 104 degrees at the elbow and the base which exceeds the operational temperature specification. It was further observed that the bearings and gears were worn out and corroded causing the device to run above the operational specification. The assignable root cause of this condition was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the angle attachment device was not working. During in-house engineering evaluation it was determined that the device had a temperature reading of 104 degrees at the elbow and the base which exceeds the operational temperature specification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.